Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (unknown) (2000 mcg/ml at 320.5 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient came to the facility with increased spasticity and they attempted a dye study and were unable to aspirate much of any fluid from the catheter access port (cap). It was noted the patient does have a urinary tract infection (uti). It was noted in past refills there had been no volume discrepancies and the logs showed no stalls. The healthcare provider (hcp) was wondering if they were not going to prime the catheter, but in the event they actually did get enough fluid form the cap, how long it would be before the patient gets drug again.